Event description:
It was reported that a revision surgery fo right knee was performed due to infection.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical assessment noted that no clinically relevant information has been provided for inclusion in this investigation. However, two undated x-rays provided do not contribute to this investigation. The causal relationship between the smith and nephew devices and the reported infection approximately nine years post implantation cannot be determined. No further clinical investigation is warranted at this time. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Products were sterilized according to sterilization release documentation from quality control. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.